Event description:
It was reported that during a preparation of chronic catheter placement procedure, the catheter was allegedly fractured and faulty. It was further reported that when plugged the catheter it shows error code 40 and unplugged and plugged it back in and received an error code of 50. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review.a definitive root cause for the reported could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a radio frequency ablation procedure, the generator displayed an error 40 when catheter was plugged in. It was further reported that the catheter was unplugged and plugged it back in and received an error code of 50. The procedure was completed using another catheter. There was no patient contact.

Event description:
It was reported that prior to a radio frequency ablation procedure, the generator displayed an error 40 when catheter was plugged in. It was further reported that the catheter was unplugged and plugged it back in and received an error code of 50. The procedure was completed using another catheter. There was no patient contact.

Manufacturer narrative:
H10: the FDA rn number for the initial MDR was inadvertently submitted as 3006260740. The correct FDA rn number was 3011879048. H10: additional information was received, and the file was reassessed for reportability and determined to be no longer reportable. Since an initial MDR was submitted, therefore, the file will remain assessed as a malfunction. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.